Event description:
While priming the intravenous tubing to the bag prior to putting chemotherapy drug in it, the tubing connected to the chamber on the top of tubing was leaking. Note that this is not the first time that this has happened with this tubing. Pharmacy did not save the tubing as there were traces of chemo drug in the tubing. Tubing was discarded as hazardous waste. Sending event to manufacturer for awareness, but leaking tubing is not available for inspection.